Event description:
Discomfort associated with contact lenses use began several months ago: itchiness, pain, tearing, excessive mucus production, blurred vision, light sensitivity. It progressed to the point where it was no longer possible to wear contacts as of (B)(6) 2020, and blurriness and light sensitivity would persist for 1-2 days even after contacts were not worn. Symptoms improved after avoiding contact wear for several days, but returned after 1-2 days of wearing them again. I began to suspect opti-free when I noticed that things were fine for the first day of using a new pair of lenses, and then symptoms resumed after the new pair was stored in opti-free solution overnight. I also began to notice that opti-free drops seemed to exacerbate mucus production. Since stopping all use of these products, symptoms have been gradually resolving, even when contacts are worn and other eye drops are used. The most recently purchased/used lots of these products were: (1) opti-free replenish multi-purpose disinfecting solution (enhanced comfort) (alcon (B)(4), lot 305889f, exp. 2021-03-31); (2) opti-free puremoist rewetting drops (alcon lot 100vn, exp. 2021-11- 30). Reduced vision. Aleve (naproxen sodium) taken occasionally for pain, including pain associated with use of these products. FDA safety report ID # (B)(4).